Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation st30 device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a dreamstation st30 device's sound abatement foam. The patient has passed away. The device was returned to third party service center and evaluated. Evaluation result stated that no faults found and all testing passed.